Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. The optic was torn/split (possibly cut) into pieces. The returned portions were scratched. A lens bench evaluation was not possible due to the extent of damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Add'l info was requested by fax and by mail on 03/12/2007. A completed questionaire was received on 03/26/2007. Phone f/u was conducted on 04/03/2007 with add'l info provided.

Event description:
A surgeon reports performing a lens exchange due to the patient's complaints of monocular diplopia. A vitrectomy was performed during the lens exchange and another lens model was placed in the anterior chamber. One day following the lens exchange, the patient's visual acuity (va) was 20/400. In 2007, patient's va was 20/40 and the ophthalmic technician from the surgeon's office feels it will continue to improve. The patient has not reported a problem with diplopia since the lens exchange